Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2021 and was given steroid injection (kenalog). This report is submitted on 11 may 2021.

Manufacturer narrative:
This report is submitted on march 1, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and was treated with antibiotics (specific type, date, duration not reported).